Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device/serial numbers. Patient information is limited due to confidentiality concerns. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information. The gender of the baseline characteristics is male and the baseline age is (B)(6) old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: fluid status telemedicine alerts for heart failure: a randomized controlled trial. European heart journal. 2016;37(41):3154-3163. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable cardioverter defibrillator (ICD) systems. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Patient deaths were referenced in the article, with no specific device serial number correlation or any indication that the deaths were device-related. Further follow up did not yet yield any additional information. The cause of death and device relatedness has been requested, but not yet received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. The additional information received is from a corresponding author for the journal article.

Event description:
Follow up received indicated there is no information to suggest a performance issue related to the patients' systems, which could have resulted in any of the patient deaths.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.